Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of upstream occlusion alerts was not reproduced. A review of the event history log (ehl) revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion. This occurred during testing at the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.